Event description:
It was reported that the device displayed a safety-s error. No reported patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician evaluated the device on site and determined the pump control board was the cause of the failure. The board was replaced and the device was returned to service. A supplemental medwatch will be submitted if additional information becomes available.